Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate is below the programmed parameters on their implantable pulse generator (ipg). Ipg remains in use. No further patient complications have been reported as a result of this event.